Event description:
It was reported that the lead was capped, due to high impedance (greater than 3000 ohms) and inappropriate shocks, due to noise on the ventricular channel. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high impedance (greater than 3000 ohms) and inappropriate shocks, due to noise on the ventricular channel. Additional information reported the patient had fallen prior to the lead revision. The pace/sense portion of the lead was replaced, and it was noted the lead body was visibly damaged on opening the pocket.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; proximal segment was returned and analyzed.